Manufacturer narrative:
(B)(4). The patient developed peritonitis on an unspecified date in (B)(6) 2015. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The patient was treated with unspecified intraperitoneal antibiotics (dose, frequency, and duration not reported) for the peritonitis. The caregiver was retrained on proper aseptic technique and the patient was reported to have recovered from the event. There was no patient injury or medical intervention associated with this event. No additional information is available.